Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Non-healthcare professional reported that during an intraocular lens (iol) implant procedure, observed haptic was damaged or jammed when the iol was being loaded. There was no patient contact. Additional information has been requested.

Event description:
Additional information has been requested and received that there was issue with injector and no patient contact.

Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (device malfunction / incident). No further reports required. The manufacturer internal reference number is:(B)(4).